Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/12/2014 with the following findings: the black box and history records of the pump were reviewed. The last bolus delivery was at 19:11 on (B)(6) 2014 and the last bolus was a 0.85u bolus on (B)(6) 2014 at 17:31. The total daily doses correctly reflect the users programmed basal and bolus deliveries. No alarms related to the complaint observed in alarm history. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Unable to duplicate the complaint. Returned battery cap and returned cartridge used to complete testing. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.